Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were noted on the right ventricular (rv) lead. The rv lead was capped and replaced and the patient was stable with no consequences.